Event description:
It was reported by a nurse that during routine cataract surgery and while implanting the intraocular lens (iol), the lens haptic broke. The incision was enlarged and the iol removed without further complication.

Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification. One broken haptic was observed. The definitive cause of this event is undeterminable but does not appear to be manufacturing related. Prior to release, the lens met all manufacturing specifications. Will continue to monitor and trend all reports received.